Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-06589. It was reported that the patient had become physically unable to charge their protege ipg and their eon mini was unable to provide therapy for 24 hours when fully charged. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both ipgs were explanted and replaced to address the issue.